Manufacturer narrative:
The customer returned 4 vials of strips for investigation. The returned strips were measured with retention meter. Control ranges: level 1 1.7-3.3 mmol/l 30-60 mg/dl, level 2 14.5-19.6 mmol/l 261-353 mg/dl. Results: vial #1 level 1 ¿ 47, 47, 47 mg/dl, level 2 ¿ 324, 327, 323 mg/dl. Vial #2 level 1 ¿ 45, 46, 45 mg/dl, level 2 ¿ 323, 322, 325 mg/dl. Vial #3 level 1 ¿ 46, 47, 46 mg/dl, level 2 ¿ 313,322, 323 mg/dl. Vial #4 level 1 ¿ 46, 46, 46 mg/dl, level 2 ¿ 330, 318, 315 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer had successful control results on the meter within the past 24 hours. The customer's test strips were requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is currently ongoing.

Event description:
The initial reporter complained of a questionable glucose result from an accu-chek inform ii meter serial number (B)(4). At 14:46 the glucose result from a fingerstick sample was 363 mg/dl. At 14:47 the glucose result from a fingerstick sample was 49 mg/dl. The glucose result of 363 mg/dl was not believed. The low glucose result of 49 mg/dl was believed and the patient was treated with dextrose 5% in water (d5w). The patient's current condition was provided as stable.